Event description:
A report was received that the patient is having trouble charging and communicating with his implant following a non device related procedure. The patient underwent a ipg replacement surgery where it was discovered that the ipg was flipped. The physician elected to replace the ipg as its functionality couldn't be tested. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.